Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 74002, lot# n300272, implanted: (B)(6) 2011, product type: adapter. Product ID 3487a-33, lot# j0519320v, implanted: (B)(6) 2005, product type: lead. Product ID 3487a-33, lot# j0519320v, implanted: (B)(6) 2005, product type: lead. Product ID 37092, lot# 289420001, implanted: (B)(6) 2011, product type: accessory. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working. Specifically, it was noted that the device stopped working about a year ago and shut off on its own. The patient never had the device changed out. No symptoms were reported. The indications for use for the implanted device were noted as radiculopathy and non-malignant pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.